Event description:
It was reported that in 2007, while in the cath lab, the md inserted a sheath via the femoral artery. The intra-aortic balloon (iab) was inserted without incident. Four days later, the pump alarmed and the md noticed blood in the line. The iab was removed, without incident. Another iab was not placed because the pt was being weaned off the therapy. There were no reported pt complications.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. There was blood on all interior & exterior surfaces of the iab. Teflon sheath was on the bladder approx 5 cm from the distal tip. The short tubing with tethered valve, spring wire guide (swg) & pump tubing were not returned. There was a kink approx 1 cm from the bifurcation. A different swg was fed thru central lumen, but would not pass the kinked area. Iab was submerged & pressurized in water. Bubbles exited the bladder approx 21 cm from the distal tip, in an abraded area. Instructions for use states, "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence & severity of iab perforation is unpredictable & may be due to calcified plaque, resulting in membrane surface abrasion & eventual perforation." A device history record re-review was conducted on the iab & it met all specs & passed all in-process testing. The root cause of the customer complaint was due to calcified plaque. Conclusion: bladder abraded. The root cause of the customer complaint was due to calcified plaque.